Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2018; 5076-52 lead implanted: (B)(6) 2018; a2dr01 ipg implanted: (B)(6) 2015; 5076-52 lead implanted: (B)(6) 2015; 5076-45 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced device erosion. The entire system was explanted. No further patient complications have been reported as a result of this event.